Event description:
Independent repair center customer alleged unit has low o2 or yellow light and the key failure is the hose clamp for the manifold is leaking. Additional malfunctions include the power switch for the control had a short circuit.